Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced reddish and brown color stoma site draining. In (B)(6) 2020, the patient was treated with oral antibiotic, cephalexin 500 mg for seven days.